Event description:
It was reported that the device is locking and firing on their own.

Manufacturer narrative:
Manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or video were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the device locking and firing on its own could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be unexpected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver serial number (B)(6) was received at the bard brasil ind e com ltda. The magnum driver was visually inspected upon receipt and received without any damage. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device locking and firing on it's own issue. The root cause for reported device locking and firing on it's own issue cannot be determined as the problem could not be reproduced. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device is locking and firing on their own.